Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant after the right atrial (ra) and right ventricular (rv) leads were placed and connected to the de vice, an attempt was made to remove the temporary pacing lead. During this process, the ra lead became caught, requiring readjustment of the slack in the atrial lead. After the adjustment, while reconnecting the ra lead to the device, the set screw could no longer be turned, and the torque wrench stopped idling. The implantable pulse generator (ipg) was attempted, not used and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.